Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation of the patient's implantable cardioverter defibrillator, inappropriately therapy for a supraventricular tachycardia episode that was incorrectly interpreted as a ventricular fibrillation episode due to inappropriate programming was observed. It was noted that the patient felt discomfort as a result of the inappropriate therapy. Programming changes were made. The patient's condition was stable after the changes.